Manufacturer narrative:
(B)(4). Since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and the sbc. The product was sold on 16 april 2020. The error description provided is plausible. The error described is a known error pattern and can be confirmed. The age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. It should be noted that this can cause a voltage spike at the damaged area when the generator is activated, resulting in a spark and complete disconnection of the plug. It is evident from the lot number that the cable was manufactured in february of 2020. It can therefore be assumed that the cable was used for longer than the specified 12 months. According to our investigators, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. The risk to patients, users, and/or third parties associated with the reported issue is acceptable. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. A manufacturing and quality control review was performed for device a0393 with lot number 009248. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. CAPA(B)(4) "hf-cable, insulation strength not given" is associated with this device with respect to the described issue. This CAPA was closed in 2011. Additional information: this issue is caused by misuse if the device is being used for longer than the specified 12 months. It should also be noted that the measure of the CAPA in question is not to use the device for longer than the specified 12 months. There are no countermeasures necessary because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. There are no containment actions necessary because the associated risk is acceptable. Since this is an info complaint, a commercial decision or disposition of the item is not involved. In order to avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable.

Event description:
Olympus was informed by the biomedical technician at the user facility that the customer high frequency monopolar cable sparked and the cable split at the plug which connects to the high frequency generator unit. The reported event occurred during procedure. The procedure was completed using another device. There was no adverse outcome to the patient or the procedure. No device will be returned.